Event description:
It was reported that the implantable neurostimulator (ins) was placed on the day prior to this report. It was noted that it was ¿set too high.¿ patient noted that when they put it on it was turned so high that the patient could not stand it on. It was further noted that the night prior to this report ¿they turned it off and took it off.¿ patient stated that it came up 300. When syncing the patient programmer with the ins there was no check mark. The patient was seeing a program 1 and 2 by the ascending bars. It was noted that 1 was at 0.00 and 2 was at 2.50. The patient stated ¿it was zapping me like crazy.¿ patient lowered it to 1.9v and noted that it was ok now. The patient toggled over again and was seeing a screen with a ¿450¿ and ¿an arrow going both ways.¿ it was noted that the action resolved the reported issue.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# unknown, product type programmer, patient; product ID neu _unknown_lead, serial# unknown, product type lead. (B)(4).